Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint for error code. No errors occurred during the evaluation. Instead the evaluation found wear and a crack in the teflon pad, which exposed metal underneath the pad. The probe was intact but charred. Based on similar reports, a potential cause for the damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a tlh procedure, the device failed with an unspecified error code. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.